Event description:
This is the second report of two from the same facility regarding the same issue. The surfaces of the crw arc sys is strongly "attacked" corroded; the color scaling is almost completely gone. Therefore, the sys is very sluggish and makes a precise adjustment impossible. The unit was in contact with a pt, however, there was no injury or delay as a result of this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.